Event description:
The facility reports that as the patient was being raised from the chair the hoist cranking handle became detached causing the patient to drop approximately 12 inches before coming to a jolting halt. No injuries were reported.